Event description:
My son has been experiencing severe eye soreness/redness/irritation for the last 2-3 weeks. He has visited his ophthalmologist who did not suggest any link to the contact solution he was using. His ophthalmologist simply discharged him. The eye irritation has been continuing and worsening. We read today in the new york times about the possible link to amo complete moisture solution. My son has been using that solution. We have lot number info if it is needed. We stopped using it immediately, but we noticed that the plastic bottle in which it was purchased is almost empty. We went to the amo website and that site told us to report adverse reactions to this fax number. We have kept the original bottle as well as contact lens cases used for disinfection in the case the MFR or anyone else needs them for any study.